Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold crease, wear abrasion, and yellow particles. A leak test and microscopic analysis were performed which identified a sharp opening, non-penetrating nicks, and a puncture opening. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the posterior side due to an unidentified tear opening, and a striated puncture due to surgical damage consistent with the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.